Manufacturer narrative:
The reported complaint was confirmed and related to a defective load cell. Visual examination found the bottom back cover damaged, unrelated to the reported event. During functional testing, one of the load cells recorded high values consistent with a damaged load cell. The load cell will be replaced upon customer approval. The device is 10 years old, well beyond the useful life of 5 years. Historical records were reviewed for service information related to the reported complaint and no previous history of complaint was reported for the autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was deployed without issue. At an unspecified time during patient use, the platform displayed a "check patient alignment" prompt. The user was unable to specify the error message displayed by the device. Following this, manual CPR was immediately performed. No known impact or patient consequence was reported.

Manufacturer narrative:
Correction to the method, result and conclusion codes.